Event description:
It was reported that this right ventricular (rv) lead exhibited threshold measurements within normal limits upon initial placement; however, after adding slack to the lead, the pacing thresholds were increased and the lead failed to capture in unipolar mode. The physician suspected that the lead had perforated the heart wall, but this was never definitely confirmed. While attempting to reposition the lead, difficulties were encountered when inserting the stylet in the lead. The lead was removed and replaced; and, it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. It was also noted that the styled was bent at approximately a 45 degree angle. After removing the stylet from the lead, the lead tip appears normal. Laboratory analysis was unable to confirm the reported field allegation of perforation.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited threshold measurements within normal limits upon initial placement; however, after adding slack to the lead, the pacing thresholds were increased and the lead failed to capture in unipolar mode. The physician suspected that the lead had perforated the heart wall, but this was never definitely confirmed. While attempting to reposition the lead, difficulties were encountered when inserting the stylet in the lead. As such, the physician elected to remove the lead and replace it. No additional adverse patient effects were reported.